Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4. Date of this report 21 may 2025. G3. Date received by the manufacturer? 21 may 2025. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a failed attempt to remove the sensor on the first attempt made by hcp.the hcp tried to remove the sensor but was unable to locate or remove it despite using an ultrasound and a large magnet.